Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components; adjusted cuvette wheel; adjusted lamp voltage and verified the instrument performance to resolve the issue. The following components were replaced: reagent syringes; sample syringes; wash syringes. Photometer lamp; lamp power supply. Photometry control pcb (printed circuit board). Photodiode array printed circuit board (pda pcb). Beckman coulter internal identifier is case(B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneously high glucose patient results. Linearity flag results were also generated for glucose, carbamazepine, and blood urea nitrogen. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.